Event description:
It was reported that the user experienced hyperglycemia after forgetting to announce a dinner consisting of milk, salad, and spinach pie; cgm showed 235 mg/dl during the call and a contemporaneous fingerstick measured 248¿293 mg/dl, and the user chose to rest and allow the ilet to correct without changing the infusion site. Symptoms included malaise and abdominal discomfort. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user and remote data review. Investigation of this case revealed no device problem, a usage problem related to an improper or incorrect procedure, and involvement of the user interface, consistent with a missed meal announcement; potential infection was discussed as a contributing factor given the user¿s report of a swollen leg and inflamed toe. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.